Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was verified through the review of the event history logs. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. External/internal inspection was performed and passed. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
A high drain 104/call pd nurse alarm was noted and indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. The alarm occurred on (B)(6) 2014. There was patient involvement, but no patient injury or medical intervention was indicated at the time of the initial report.